Event description:
The patient contacted lifescan via letter and alleged that their meter was set to the incorrect unit of measurement. Medical affiars spoke to the patient and obtained/verified the following information. They felt that their meter was set to the incorrect unit of measurement for about 6-7 months. They had not made any changes to the settings. They have experienced 4 hypoglycemic episodes in the past 6 months, all of which occurred 3 hours after going to bed. They reported that they would take their long-acting insulin, which was not based on the meter results and their regular insulin, which was based on carbohydrates and the meter result before going to bed. The patient felt that they were taking too much insulin based on the meter results. However, if the meter were set incorrectly, reading in mmol/l, instead of mg/dl, they would have been obtaining lower readings, not higher. At the time of the hypoglycemic events, spouse tested pt's blood glucose and reported results of "less than 30" during each hypoglycemic event. On two occasions the patient was taken to the hospital via ambulance, on the other two occasions, the paramedics treated the patient at home. They do not remember the paramedic or hospital readings. The patient did report that their hba 1c was "a little higher than normal" and they consider anything over 180 mg/dl to be high. The patient was in a hurry and stated it would be very difficult, if not impossible, to obtain their past meter results. Based on the information provided, this case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings and there is no evidence of the meter contributing to a serious injury. If the meter were set to mmol/l, the patient would see results that are lower than normal, which would lead to taking less insulin, not more. A replacement meter is being sent to the patient.